Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device was not able to deploy properly. Reportedly, the wire inside of the handle pops. The handle was manipulated for around twenty minutes, but the clip was still unable to deploy properly. Eventually, the handle of the device was cut off, and the clip then fell off. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.